Event description:
On (B)(6) 2011, abbott point of care was contacted by a distributor repair center who reported that, on (B)(6) 2011, an I-stat analyzer would not power up. The analyzer was uncased at the distributor repair center on (B)(6) 2011 and a burned component was discovered. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).